Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Date of postoperative pain and nonunion is unknown. (B)(4). The original implant procedure took place on an unknown date in (B)(6) 2015. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail migrated into the ankle joint resulting in a nonunion. The tibial nail was originally implanted in (B)(6) 2015. At some point thereafter, x-ray images showed that the device had migrated. The nail and two (2) 4.0mm locking screws were removed during a revision procedure on (B)(6) 2015. It was also reported that the patient may have had an allergic reaction to vicryl sutures. The patient was revised to a shorter, larger diameter tibial nail. This report is 1 of 2 for (B)(4).